Event description:
Event description guidant received information that this implantable cardioverter defibrillator with atrial tachy therapies and associated defibrillation lead migrated/dislodged. Upon attempting to reposition the defibrillation lead, the physician was unable to insert the stylet into the lead and noted blood in the lead lumen. Another guidant defibrillation lead was subsequently implanted. When the physician attached the existing ICD with atrial tachy therapies to the new defibrillation lead, the atrial impedance measurements were > 1800 ohms and the ventricular impedance measurements were > 3000 ohms. The physician elected to implant a new ICD with atrial tachy therapies. The device and lead were returned to guidant for analysis.